Event description:
The reason for the call was that the patient reported the implantable neurostimulator (ins) intensity kept shutting off. Patient stated that the intensity would automatically reset to 0. Patient also mentioned contacting their manufacturing representative (rep) regarding this issue and was redirected to ps. Agent had the patient reset the controller, and the patient confirmed that the current intensity setting was correct. Agent reviewed the information and advised the patient to follow up with their healthcare provider (hcp) if the issue persists. Additional information was received from a patient stating they do not know what caused the ins to automatically reset to 0. Patient will continue to communicate with a local rep if it happens again. Patient has reset the stimulator and if it resets to 0 again they will contact patient services. Additional information was received from a manufacturer representative (rep) stating they were first notified of this problem 2026-03-03. Rep was not aware of the 2026-01-23 event. Patient called them stating his programmer was shutting on and off and he was referred to patient services. Rep was not aware of the ins intensity shutting off, only the programmer. Physician has not been notified due to it being a durable good (programmer) shutting off.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial # (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.